Manufacturer narrative:
Asp investigation summary: the investigation at includes a review of the batch history record, complaint trending, system risk analysis (sra), visual analysis, functional analysis and retains analysis. The batch history record could not be reviewed as the lot number was not available. Complaint trending could not be performed as the lot number was not available. The sra indicates the risk associated with a exposure to biohazardous, pathogenic or infectious material is "low." Visual analysis was not performed as the product was not available for return. Functional analysis was not performed as the issue was not identified as a manufacturing or functional issue. Retains testing was not performed as the lot number was not available. The likely assignable cause of this issue was failure to follow instructions. The likely assignable cause of this issue was failure to follow instructions. A customer letter was sent informing not to use expired product and how to properly discard expired product . The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4).

Event description:
A customer reported using expired cidex® opa test strips to test the mec (minimum effective concentration) of their cidex® opa solution and the devices/scopes that were cleaned and disinfected in the solution were released and used on patients. There is no report of any infection or injury as a result of this issue. As a matter of policy, advanced sterilization products (asp) has decided to report cases where a customer reports using their cidex® opa test strips past the expiration date on the bottle since high level disinfection cannot be guaranteed.